Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider who reported that the issue was not yet resolved. The plan was to refill the pump again and then set it to half of the current dose as that is what the patient was thought to be receiving with the current settings.

Manufacturer narrative:
Concomitant medical products: product ID a810 lot# serial# unknown implanted: explanted: product type software. Information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a representative (rep) regarding a patient receiving baclofen (2000 mc g/ml, 230 mcg/day) via an implantable pump for intractable spasticity, spinal cord injury, and spinal cord disease. It was reported that the patient originally had 2000 mcg/ml of baclofen in their previous pump and during the pump replacement case on (B)(6) 2021, the care team thought that 2000 mcg/ml of baclofen was being put into the new pump so that was what was programmed. It was noted it was discovered that the reservoir at the replacement case was actually filled with 1000 mcg/ml of baclofen.  The hcp was asking the rep what dose the patient had truly been getting since the replacement. It was calculated that instead of the 230 mcg/day programmed, the patient was actually getting 115 mcg/day. The rep state that she would let the hcp know and the hcp told her the patient was actually fine (no symptoms reported), but they were planning to bring her in soon to correct this in the programming. Additional information was received from a company representative (rep) on 2021-jun-07 indicated during the pump replacement procedure, the rep used the samsung tablet at the time of the surgery; however it was unknown if the provider used their tablet for pump interrogation following the surgical procedure. It was also noted the provider's plan was to reprogram the patient with the correct concentration and to adjust the daily dose, as the patient was doing ok at the time of the initial report.